Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the device  is overdischarged for the 3rd time according to notes. Device has now been dead for 3 years according to patient. The patient had a return of pain. Patient will never have device reset attempted <(>&<)> is going to discuss options with their hcp in regards to possible explant. They had not used the stimulator in over 3 years for it was lying dormant inside of them because it never worked properly and it was a hassle to get the ins in because the pt had hardware and scoliosis. The pt did not want to deal with it anymore.  The patient was redirected to their healthcare provider to further address the issue.  The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.